Event description:
On (B)(6) 2019, the user contacted dario to report low blood glucose readings. Prior to contacting dario, the user had a very low blood glucose reading of 59 and went to the ER. At the hospital, they tested her blood glucose and the reading was 126. The user reported she was at the ER only for a few hours and that she was put on IV with glucose. While on the call with dario, the user was trained on blood glucose measuring using the dario meter and strips. During the training, the user said that she doesn't replace the whole cartridge. She always moves strips from the new cartridge to the old one. In addition, the used cartridge was open over 30 days. As per labeling, unused test strips should be stored in their original cartridge and strips should be used within 30 days from opening a new cartridge. The user was instructed to open a new cartridge of test strips. The issue was resolved with the new strips. No device problem was detected; not enough information regarding the initially used strips to investigate. The user did not call back for further assistance. Follow up attempt with the customer was made, however, no response has been received to date.